Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 100 to 140 mg/dl. The blood glucose testing is performed two to three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 146 mg/dl and 264 mg/dl. Back to back blood test performed by customer produced results of 235 mg/dl and 128 mg/dl. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/23/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed with test strip lot# rs4714: (B)(6). Adverse event not reported.